Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of unk alarms was confirmed during analysis. The white power cable was stripped at the connector end revealing a broken inner conductor with burn damage seen on the end of the conductor. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device corrective notice (29165969/2/10001-c) was sent to customers. In addition, two power module pt cables were returned and upon inspection, bent pins were revealed in the white connector end of one cable. The bent pins caused noticeable resistance when mating the connector of the system controller to the power module pt cable; however, continuity tests performed revealed the cable resistance was within the normal parameters. The second cable was found to be intact and free of damage with no problems found. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while at home, the pt reported having a bent pin in the white connector lead of the power module pt cable. A replacement power module pt cable was sent to the pt's home. A few days later, the pt experienced alarms when connected to his system controller while using the replacement power module pt cable. The MFR's technical support department suggested replacing both the system controller and power module pt cable.